Manufacturer narrative:
Investigation summary: bd received a photo for investigation, which shows a tube with a crack along its side that is leaking blood. A total of 10 retained samples were visually inspected for brittleness, with 1 out of 10 samples failing. Additionally, 30 retained samples were visually inspected for damages, with none of the 30 samples failing for damages. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/cracked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was a cracked tube body with leakage on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was a cracked tube body with leakage on one device. No adverse impact was reported regarding the patient or user.